Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09722. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt experienced difficulty using the buttons on the pt programmer. The button used to decrease stimulation increased sensation when the pt attempted to press on it. A replacement pt programmer resolved the issue. The replacement is working as intended. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.